Event description:
A report was received that the patient's ipg battery depletes quickly. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician has decided not to revise the patient but to monitor the stimulation.

Event description:
A report was received that the patient's ipg battery depletes quickly. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician has decided not to revise the patient but to monitor the stimulation.

Event description:
A report was received that the patient's ipg battery depletes quickly. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician has decided not to revise the patient but to monitor the stimulation.

Event description:
A report was received that the patient's ipg battery depletes quickly. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician has decided not to revise the patient but to monitor the stimulation.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement due to suspected malfunction. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The complaint was confirmed. The ipg battery had been depleting prematurely at some point after the implant procedure. Troubleshooting to a specific component level was impossible since both analog integrated circuits (aic) are covered in the epoxy resin top. The root cause of the device damage could not be determined.